Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.

Event description:
Customer reported a leak from the filter. Customer describes the leak as a "pinhole" in the filter body (specific location not known). There was no report of pt harm or medical intervention. Although requested, the customer has not provided any further pt or event details.